Event description:
It was reported an issue with monosyn suture. The client reported that the needle was not connected to the thread. There was no harm to the patient. No additional information was provided.

Manufacturer narrative:
Summary of investigation: there are previous complaints of this code batch, for the same issue, one of them closed as confirmed after analysis. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in stock in b. Braun surgical's warehouse. We have received 20 closed samples and 2 open samples with the needle detached from the thread (thread is still wound on the pack and needle is missing in both samples). To evaluate the conformity of these units, we performed the following tests: tightness test to the closed samples received has been performed and the units are tight. Needle attachment strength results conducted on the closed samples received are 0.64 kgf in average and 0.04 kgf in minimum. The results do not fulfill the european pharmacopoeia (ep) requirements (ep requirements: 0.69 kgf in average and 0.35 kgf in minimum). 2 of the closed samples already had the needle detached from the thread when the package was opened. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil b. Braun surgical requirements. Conclusion root cause analysis: the most probable root cause is that the attachment of the needle was not correctly done as the open samples and closed defective samples received show the needle escaped from the thread. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.